Event description:
Additional information received reported that the x-ray could not confirm if the device had flipped. This event will be updated if a dditional information is received.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, there was a suspected flipped battery. X-rays had been taken but the results were unavailable at the time of the report. Additional information has been requested and if received a follow-up report will be sent.